Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored inappropriate atrial tachy response (atr) episodes containing intermittent farfield oversensing of ventricular signals on the atrial channel. There was no evidence of pacing inhibition or asystole. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.